Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to completely broken reservoir tube lip. Insulin pump received with broken reservoir tube lip.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 300 mg/dl at the time of incident and current blood glucose value was 147 mg/dl. Customer also stated that crack on the battery compartment. The customer was treated with juice. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege pump was over delivering. The insulin pump will not be returned for analysis.